Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter sterile water leaked out, but the location was unknown.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual inspection of the returned sample noted one (without original packaging), used all silicone foley catheter with syringe. Visual inspection of the sample noted the catheter balloon was asymmetrical, balloon concentricity was observed to be 90:10 as compared to attachment 1 of tm0300903 (rev 3). Using the return syringe the catheter ballon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leakage present. Attempted to deflate the balloon and only zero (0) ml could be withdrawn with the returned syringe. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leakage observed. With the (in-house) syringe attached the balloon deflated passively and was able to withdraw 10ml of the solution. The reported event was not confirmed; however, a new record has been created to address the asymmetrical ballon issue and another record created for complaint against the syringe. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. Risk, labelling and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter sterile water leaked out, but the location was unknown. Per investigator's notification received on 08dec2025, it was reported that asymmetrical balloon was found during sample evaluation and the defect was also found against syringe.